Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. Upon further inspection, it was observed that the adhesive on the objective lens part was peeled off due to deterioration or breakage caused by chemical or physical stress. It was also observed that the bending section could not be fixed firmly due to damage on the lock engagement lever. It was observed that the image had white dots due to damage on the charge-coupled device unit. It was also observed that switch three did not work due to a breakage of the switchboard. It was observed that the video connector and video connector case had a crack due to physical stress caused by a handling problem. It was also observed that the light guide connector was dirty due to insufficient cleaning or a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, switch one, video connector, video connector case, light guide cover glass, protector of the video cable section, light guide connector, protector of the universal cord on the scope connector side, angulation lever, lock engagement lever, right/left plate, right/left lever, up/down plate, switch 1 and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a fragment of the rubber adhesive part chipped, peeled, or fell off. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive on the objective lens part was peeled off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.